Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volumetric test in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation tested the device for flow rate accuracy, at the rate of 40ml/hr at a vtbi of 40 with the result of 40.540, and the error percentage of 1.35%. Evaluation determined that the flow rate had not exceeded the maximum error percentage of 5%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.